Manufacturer narrative:
H3: product analysis of part# 6550017, lot# 0011155084 - visual and optical examination identified that the tab extender and a break off part is jammed in the break-off tool. The tab extender appears to be bent and a break off part is jammed in the tab extender. This is consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having 2-2pps for rupt ure fracture. Level at which the implant was performed: l1. It was reported that after the final tightening, the extender was broken in the middle during the tabs folding; the tabs were also broken at the same time. No fragment was left in the patient. The extender and tab bent in the foreground of the original break (the fold section is the same place as the normal procedure and had no effect after surgery), and the screw could not be removed from the extender. No effect on the patient. There were no further complications reported regarding the event.